Manufacturer narrative:
(B)(4). Pump was received with critical pump error (open book image) alarm during testing due to moisture damage electronic assembly. Unit was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery side to clip rail. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.